Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using hemosplit catheter. On (B)(6) 2025, the customer was allegedly changing the clamping location of the catheters to prevent them from bending and breaking. Reportedly, the catheter showed memory and folds in the silicone where the clamping is performed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation. Two electronic photos and one video were provided. The photo shows a partial view of an implanted dialysis catheter. The catheter extender which is connected to red color catheter hub was noted to be deformed in shape and stagnant blood flow was observed on the same side of catheter extender. The video shows the same deformed catheter extender and when a clinician tried to press the deformed catheter extender. Therefore, the investigation is confirmed for the reported catheter deformation issue. A definitive root cause for the reported events could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using hemosplit catheter. On (B)(6) 2025, the customer was allegedly changing the clamping location of the catheters to prevent them from bending and breaking. Reportedly, the catheter showed memory and folds in the silicone where the clamping is performed. There was no reported patient injury.